Event description:
Treatment of a left unruptured ophthalmic saccular aneurysm measuring 14.55mm x 7mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 involving two pipelines in tortuous anatomy. Due to the tortuous anatomy, the first pipeline could not be deployed as distally as needed. It was deployed in a slightly stenosed area and required balloon angioplasty (an option presented in the instructions for use) to achieve full wall apposition. Angiography showed some jetting into the distal aneurysm; therefore, a second pipeline was deployed at the neck of the aneurysm. Post procedure, a dyna CT showed that the patient had an sah (subarachnoid hemorrhage) on the ipsilateral side due to the patient having a pru of 95 before the procedure. No other injury was reported with the patient as a result of the procedure. Same event as MDR # 2029214-2013-00339.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).